Event description:
Pt on cycle 4 folfox. Medications given on (B)(6) 2018. Pt returned (B)(6) 2018 for disconnect of 5fu in walkmed 350vl ambulatory home infusion pump. Pump listed 108.2 ml infused. After pt disconnected line flush and discharge. Rn noticed some 5fu remaining in infusion pump reservoir bag. Per md and rn request, pharmacy measured 5fu in reservoir bag. Md notified. Pt appears to have only received 85% of scheduled 5fu continuous infusion dose. Pump supposed to infuse 5fu 50mg/1 ml 108 ml at 2.35 ml/hr over 46 hrs. Pump settings initially verified by a second rn on (B)(6) 2018, and verified by rn and rph after pt disconnected on (B)(6) 2018. Bag initially contained 108 ml 5fu 50 mg/1 ml (plus 1 ml verified (B)(6) 2018 by rn and rph review of dosage preparation pictures).